Manufacturer narrative:
The exact event date is not known. The exact catalog and lot numbers are not known. As reported, a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently perforated, fractured and was displaced. In addition, the patient lives with the daily fear that the filter may malfunction, knowing that if it does, little can likely be done. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. However, review of the information provided suggests that the snare used to retrieve the filter was what fractured, not the filter. The timing and mechanism of the migration has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. With the limited information provided it is not possible to confirm or further clarify the reported events or make a determination as to any contributing factors. Without the imaging to review it is not possible to draw a conclusion between the reported events and the device. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review, a relation between the device and the event could not be determined. At this time, there is nothing to suggest the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, perforation and filter fracture and displacement. In addition to these injuries, the patient lives with the daily fear that the filter may malfunction, knowing that if it does, little can likely be done. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.

Event description:
As reported by the legal department, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, perforation and filter fracture and displacement. In addition to these injuries, the patient lives with the daily fear that the filter may malfunction, knowing that if it does, little can likely be done. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. The following additional information was received per the patient¿s implant records: the filter was implanted due to deep vein thrombosis (dvt) and contraindication to anticoagulation. Under fluoroscopic guidance an optease filter was deployed in the infrarenal inferior vena cava (ivc). The patient tolerated the procedure well. According to the information received in the patient profile form (ppf), patient became aware of the reported events approximately seven years and eleven moths post implantation. The patient reports perforation of filter strut(s) outside the ivc which requires constant medical monitoring. The patient also reports living in fear that the filter could malfunction, knowing that if it does, little can likely be done.

Manufacturer narrative:
Concomitant devices: unknown guidewire, unknown 6f sheath. The catalog number is unknown; if received, it will be provided. Complaint conclusion: as reported, a patient underwent placement of an optease vena cava filter. The information provided indicated that the patient experienced perforation, migration and fracture of the filter. The patient reports fear associated with these events. According to the medical records the indication for the filter implant was a history of deep vein thrombosis and a contraindication to anticoagulation. The filter was placed under fluoroscopic guidance in the infrarenal inferior vena cava (ivc). The patient tolerated the procedure well. The patient reportedly became aware of the events approximately seven years and eleven moths post implant. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural and long-term complications associated with ivc filters. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. However, review of the information provided suggests that the snare used to retrieve the filter was what fractured, not the filter. The timing and mechanism of the migration has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. With the limited information provided it is not possible to confirm or further clarify the reported events or make a determination as to any contributing factors. Without the imaging to review it is not possible to draw a conclusion between the reported events and the device. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review, a relation between the device and the event could not be determined. At this time, there is nothing to suggest the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.